Event description:
Zoll lifecor customer support reported that a (B)(6) male patient's download revealed (B)(4). The patient's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (B)(4) was confirmed. Upon evaluation, it was found that the trunk cable connector was broken. The root cause for the broken cable cannot be positively identified but is likely due to excessive force. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.